Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, mildly tortuous, 90% stenosed superficial femoral artery. A 6x40mm absolute pro self-expanding stent system (sess) was advanced with a non-abbott guide wire. The sess stent partially deployed unintentionally in a non-abbott introducer sheath. As the introducer sheath was being withdrawn, the stent fully deployed completely outside the lesion, but no further treatment was performed on this stent. Another same sized absolute pro stent was used to treat the lesion and successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The premature deployment was unable to be confirmed as the stent was not returned. The torn sheath of the sess was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported premature deployment was likely due to circumstances of the procedure. Based on the reported information and analysis of the returned unit, it is likely that the device lock was unlocked, and the thumbwheel was inadvertently rotated prematurely causing the stent to partially deploy within the introducer sheath. Additionally, it is likely that during removal of the sess with the stent partially deployed within the introducer sheath, the stent pulled out and fully deployed completely outside the lesion and the tear noted to the distal sheath of the sess occurred. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, mildly tortuous, 90% stenosed superficial femoral artery. A 6x40mm absolute pro self-expanding stent system (sess) was advanced with a non-abbott guide wire. The sess stent partially deployed unintentionally in a non-abbott introducer sheath. As the introducer sheath was being withdrawn, the stent fully deployed completely outside the lesion, but no further treatment was performed on this stent. Another same sized absolute pro stent was used to treat the lesion and successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the stent sheath of the 6x40mm absolute pro self-expanding stent system (sess) was noted to be torn after withdrawal. No additional information was provided.